Manufacturer narrative:
Eval summary - the impactor pad was broken during impaction. Normal wear of the part due to repeated removal and installation as well as the sterilization process can cause the part to break. The device was not returned for review and the lot number was not provided. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verity or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the tibial impactor pad broke during impaction.